Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed brief low flow alarms on (B)(6) 2019 and (B)(6) 2019; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the log file findings, reported events (problem waking up, global brain ischemic perfusion, bradycardia, hypotension), and heartmate 3 lvas could not be conclusively established through this evaluation. The system controller event log files appear to show data from manufacturing, as well as events associated with the initialization of pump support on the patient¿s implant date ((B)(6)2019). The files contain relevant data from (B)(6) 2019 at 17:29 through (B)(6) 2019 at 13:13. Low flow events were captured intermittently on (B)(6) 2019 from 17:48 through 17:53, and on (B)(6) rom 17:08 through 17:11, resulting in 12 total low flow alarms. Calculated average flow ranged from 1.5-2.4 lpm for these events. From (B)(6) 2019 through the end of the file, calculated average flow ranged from 3.0-5.0 lpm. No additional atypical alarms were captured. The system controller periodic and lvad log files were also reviewed and no atypical events were captured. It was reported that the patient was having a problem waking up post-lvad implant. The patient was supported by inotropes: levophed, vasopressin, milrinone, and norepinephrine in addition to lasix to enhance urine output. It was later reported that the patient was stable hemodynamically, under the same drugs as originally stated, and not waking up. Based on the neurologist opinion, the patient had a global brain ischemic perfusion. It was later reported that the patient presented with an episode of bradycardia and hypotension for 15 minutes. It should be noted that additional low flow alarms and bradycardia were reported in (B)(6) 2020 (investigated under (B)(4) ). The patient ultimately expired on (B)(6) 2020 due to multi organ failure. Heartmate 3 lvas was not explanted for evaluation. The hm3 lvas IFU lists stroke, neurologic dysfunction, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, and provides information regarding anticoagulation, including the recommended inr values. The IFU provides information about the pump flow display and the low flow hazard alarm. This document states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having a problem waking up post left ventricular assist device (lvad) implant. A brain computed tomography (CT) scan was performed and log files were extracted to see if there was any pump related issue. The patient was being supported by the following inotropes: levophed, milrinone, norepinephrine, and lasix to enhance urine output. The patient was hemodynamically stable but the neurologist thought the patient had global brain ischemic perfusion.